Manufacturer narrative:
The lens was returned in the lens case with one of the haptics folded typical of being loaded into a cartridge. Solution is dried on the lens. The optic is pressed against two posts in the lens case. The cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint of lens stuck in the cartridge. The lens was returned in the lens case showing signs of being loaded into a cartridge. The cartridge was not returned for evaluation. Company IFU(instructions for use): follow the section regarding directions for use for information on the maximum allowed time for the iol(intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd(ophthalmic viscosurgical device)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens would not eject from cartridge. There was patient contact. Additional information was requested, and received stating there was no patient harm.